Manufacturer narrative:
The device was evaluated by ventec where the reported issue of unexpected reboots was confirmed. Ventec replaced the cough valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the cough valve struts were broken.

Event description:
It was reported to ventec that the that the device provided a "system fault" message and continually rebooted by itself. In this condition, the device would be inoperative. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.